Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient presented for a bi-ventricular system upgrade. Upon evaluation, there was evidence of twiddling and the patient also stated that the associated pacemaker would flip while the patient was sleeping and his physician would adjust it. During the upgrade procedure, loss of capture was noted for approximately 15 to 20 seconds and external pacing was required for this pacemaker dependent patient. The patient's leads were very twisted and this right ventricular lead was appeared to be fractured. The associated atrial lead showed some signs of insulation damage. The lead was repaired utilizing a lead repair kit despite that this was considered off label use due to the construction of this lead. The right ventricular lead was removed from service and the upgrade procedure was completed without further incident. No adverse patient effects were reported.